Event description:
It was reported that a skin reaction occurred. According to the patient, on (B)(6) 2025, they experienced a skin reaction with infection, lump and pain on the needle puncture site. The patient reported an allergic reaction with an infection that covered the entire arm. The reaction was treated with a prescription of 2 types of oral antibiotics. No photo was provided. At the time of the report the patient had still a lump and pain. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).